Manufacturer narrative:
Evaluation summary: the sample was not returned for evaluation. The product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history records could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported following an intraocular lens (iol) implant procedure, the lens was exchanged. The patient was not happy with the outcome of intraocular lens. Additional information was requested.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The customer indicated the use of an approved cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The initial lens was exchanged for a monofocal lens. (B)(4).